Event description:
Customer reported a button error alarm and an alarm for an unexpected restart. She also reported that the buttons on the insulin pump became unresponsive. She did not know the blood glucose reading. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.